Manufacturer narrative:
Concomitant medical products: product ID: 3387, product type: lead. Product ID: neu_adaptor_acc, product type: accessory. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia. It was reported that a decrease in the charging efficiency was observed on the right implantable neurostimulator (ins); no anomalies were observed on the left ins. It was confirmed that the leads were implanted on both sides. It was stated that it was unknown if there were any environmental / external / patient factors that may have led or contributed to the issue. It was also noted that there were no particular diagnostics, troubleshooting, or actions/interventions performed related to the issue; the cause of the issue was unknown. The event was ongoing at the time of this report. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.